Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation 03/05/2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with unknown mentor gel implants. Bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed on (B)(6) 2018. During the surgery, bilateral rupture, and bilateral capsular contracture (baker¿s grade unknown) was noted. The patient did not require additional hospitalization because of this event. The device was received at mentor containing gel with cloudy appearance. Brown and red material were observed within the device. Gel, brown and red material were observed on the shell surface. During visual examination, the product evaluation team observed the device severely rented. Additional siltex cracking was found within the rents on the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the red and brown material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. With the information provided, the product evaluation team concluded the capsular contracture in the patient¿s left breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with unknown mentor gel implants. Bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed on (B)(6) 2018. During the surgery, bilateral rupture, and bilateral capsular contracture (baker¿s grade unknown) was noted. The patient did not require additional hospitalization because of this event.

Manufacturer narrative:
On 03/27/2018, it was reported to mentor that the date problem observed was (B)(6) 2017 and not (B)(6) 2018 as it was originally reported. Manufacturer¿s reference number: (B)(4).